Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor failure. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped on both front corners, the plunger case was cracked, and there was a non-original equipment manufacturer (OEM) cord present. A review of the event history log (ehl) identified force sensor test error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear as the pump was over 9 years old. Device will be quarantined due to non-OEM power cord was found with device, corrected data: d1

Manufacturer narrative:
Information was received on 13-jan-2022 indicating that there was no patient involvement in this event.